Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue of brakes cannot be engaged. The count of events has been corrected to reflect this. Upon completion of the investigation on one of the devices; it was determined to be experiencing brake/steer pedal, must use alternate pedal, which is not reportable.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was no patient involvement.